Event description:
Distributor was informed through insurance carrier of retailer from whom the consumer purchased the thermometer, and to whom the consumer registered the complaint, that when the consumer removed the thermometer from its package, the "head" was broken off and mercury spilled out onto jewelry and other nearby items. No injuries were reported. This report is submitted by co based on info received which co may not have had an opportunity to investigate or verify prior to submission of this report. This report shall not be construed as an admission by co (a) that the product described herein was mfg, imported or distributed by co; (b) that any causal relationship exists between such product and any actual or potential injury; or (c) that any reportable event has occurred.